Event description:
It was reported that the patient faced an infusion set cannula detachment event on (B)(6) 2026 which led to diabetes keto acidosis. For further treatment patient was hospitalized. The length of hospitalization was greater than twenty four hours. The treatment provided at the time of hospitalization was intravenous insulin and intravenous fluids. The blood glucose level at the time of hospitalization was650 mg/dl. Additionally ketones were also present. Symptoms reported at the time of event was pain on the left side in the rib area.

Manufacturer narrative:
E1: (B)(6) request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. Based on the available information, this event is deemed to be a serious injury. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 3003442380.